Manufacturer narrative:
The product was manufactured at one of the following locations. Since consumer has not returned the product, we are unable to determine at which location this particular product was made.

Event description:
Consumer reported that toothbrush cut her mouth three times. The first two times consumer claims were serious cut that required a dental visit.